Event description:
First angiojet xpeedior 60 catheter use for physician. Three year old av access graft, used over wire for venous side, removed thrombus quickly and thoroughly. Then moved to arterial side, no wire used, felt resistance and physician pushed hard. Perforated graft evidenced by staining area. After ballooning the extravasation of dye was gone by the end of the case.